Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4) co., ltd. (B)(4), vietnam, (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date in device available for evaluation. Returned to manufacturer. The reported suoh 03 guide wire was returned for evaluation. Separation of the core wire was confirmed on the returned guide wire. The outer coil was elongated towards the tip for approximately 25mm originating from the mid solder that was set at 30mm from the tip. At approximately 2mm distal to the mid solder, the inner coil and the core wire were both wrenched off. A bend was observed proximal to the fracture end of the core wire. The elongated coil wire remained intact with the ball tip attached at the very distal end. Measurement of the returned guide wire suggested that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation had most likely contributed to the observed fracture on the core wire and the inner coil wire. The applied stress would localized and exceed the product design limit when the tip was being caught and restricted its movement by tortuous peripheral vessel. Further applied tensile stress generated with removal then made the coil become elongated. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the tip of an asahi suoh 03 guide wire looked different after it was removed from the patient. The case was to treat a chronic total occlusion in the right coronary artery. The guide wire was used for channel tracking and the physician wanted to remove it to reshape the tip. The tip of the removed guide wire looked something wrong so that the physician used a new suoh 03 guide wire to resume the procedure. The procedure was successfully completed with reestablished blood flow. There were no patient adverse effects. The patient was fine after the procedure.